Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. It was also reported the patient's programmer reflects a communication error. The patient stated she last felt stimulation approximately a month ago. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.